Event description:
As reported for this event by the customer, during preparation for use for a diagnostic upper gastrointestinal endoscopy procedure, it was observed that there was remains of the detergent on the tip of the device and in the channel. The device was possibly used in the previous procedure with the detergent present. However, there is no harm to any patient.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.